Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was at 235 mg/dl at the time they went to bed, 81 mg/dl at the time of admission, and 297 m/dl at the time of the call. The customer was given glucagon, glucose tablets, dextrose, food, and gatorade to treat. The customer experienced symptoms such as convulsions. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.